Event description:
A customer reported an error message during surgery. The customer rebooted the system with no improvement. The system was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).